Event description:
The reporter stated that the down arrow keypad button has been intermittently unresponsive for the past two weeks. He confirmed that all other keypad buttons are functioning appropriately. The reporter stated that the pump is not cleaned with anything.

Manufacturer narrative:
(B)(4): the down and backlight buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.